Event description:
I had the lap band put in, in (B)(6) 2011. The band slipped on (B)(6) 2016. Had a second surgery to reposition the slipped band. Continued to have gastroesophageal reflux disease that was brought on from having the band. Every time the band had saline inserted after the slip repair, it would cause me to vomit in my sleep. An upper gastrointestinal radiologic study, it was revealed that I had a pouch dilation. Conservative measures were taken to try to reverse the dilation which included removal of all saline and a liquid diet for 2 weeks. Another upper gastrointestinal radiologic study showed the dilation was still there which required the band to be permanently removed.